Manufacturer narrative:
Other, other text: the device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger head was full of contamination and the bottom case was cracked by the screw boss. A review of the event history log identified force sensor test error. During the functional testing the reported issue was able to be duplicated during start up. The root cause of this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced all parts of the plunger head. D4 (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited force sensor test failure. No patient injury was reported.